Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that test strips were missing from her onetouch ultra2 meter kit. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue was discovered the same day at 11:00am. It is not known if the patient had ever tested with the subject meter prior to this date. The cca noted that the patient manages her diabetes with pills; however, it is not known what action, if any, the patient took regarding her diabetes management as a result of the issue. At an unspecified time, after the alleged issue was discovered, the patient claimed she felt lightheaded and shaky. At 2:30pm, that afternoon, the patient reported having more food and/or drink. A the time of troubleshooting, the cca noted that the closure seal on the packaging was not intact prior to opening the package. Replacement products were sent to the patient. Ths complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly, developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.